Event description:
It was reported that the laryngoscope provides no image and light. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. The endoscope has normal wear marks on outer surfaces. The steering unit movement rattles and scrapes, the angle cover is leaking as two holes in it and the insertion portion is approx. 65mm from the distal end deformed. Image was inspected using c-mac z8404 zx monitor sn (B)(6). The error described by the customer " no image, no light." Could be confirmed. The reason for the missing image is a defective sensor. The defect cannot be attributed to a production defect on the basis of the available investigation methods. "The instructions for use (IFU) provide detailed guidance on how to respond to malfunctions in order to prevent serious injury." The event is filed under internal karl storz complaint ID: (B)(4).